Event description:
R waves decreased from over 7 mv to 2.5 mv. Sudden increase in rv capture threshold from under 1 v to 2.5 v. Device appears to be undersensing on ventricular lead on episode #6 device appears to be currently functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).